Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7077685.

Event description:
It was reported that the patient experienced wound infection at the battery site. Pocket discomfort was noted. Infection was not procedure nor device related and the caused was unknown, but it was suspected that the patient was messing with the battery. Antibiotics were prescribed. The patient also noticed overheating of device when charging. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.